Manufacturer narrative:
Additional information: upon follow up it was reported that the patient experienced bacterial peritonitis that was manifested by abdominal swelling and cloudy effluent. The cause was reported to be due to escherichia coli, extended spectrum beta-lactamase (esbl). Two days after the event onset, the patient was treated with meropenem (1g every 24 hours, both intravenous and intraperitoneal and for 21 days). As the event was caused by a gastrointestinal disorder related to e. Coli esbl , the baxter disposable is no longer a suspect product in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever. The cause and treatment were not reported. The patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.